Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced hypothyroidism, hot flashes, night sweats, shortness of breath, bladder infections, recurrent uti¿s, congestive cough, sinusitis, anxiety, odor in urine, increased urinary frequency, migraine headaches, insomnia, dysuria, urethral stricture-bladder neck tightness, vaginal bleeding, weak, fainty, nausea, vaginal lesion, foreign body in vagina, abdominal pain, constipation, dry vaginal mucosa, dyspareunia, lesions, masses, tenderness, prolapse, spots, mesh exposure, erosion (8x8mm), granulation, inflammatory reaction. The patient required surgical and non-surgical interventions.